Event description:
It was reported that the green cable is not allowing for the connector to rewind for better communication of the system during a breast biopsy. There was no patient consequence reported.